Manufacturer narrative:
Manufacturer ref: (B)(4). The device was not returned to baxter for eval, therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
The customer reported that approx 322 devices are alarming for system error 322 at their facility. The customer stated that some alarms occurred in the ICU while delivery vasopressors which caused pt blood pressure to drop.